Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the cable has to be repaired. Ther was no patient impact reported. Additional information was received on 19dec2014 from the distributor. There was no intracranial pressure (icp) number shown on the camino monitor screen. The problem was detected during zeroing by the user on 20nov2014. The following questions were answered as "not a applicable" by the distributor: was a patient under anesthesia when the event occurred, did the event lead to increase the surgery time: if yes for how long and did the delay harm the patient, what are the age and gender of the patient. No other information was provided.